Event description:
A malfunction was reported with a pump displaying a malfunction code malf 24. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.